Event description:
Customer reports she "suffered from insulin shock" and experienced a seizure due to receiving a high reading on her freestyle freedom meter. The customer reports receiving a meter reading of 188 mg/dl which was higher than she felt. She did not seek third party medical intervention and reports taking a "tube of glucose" to help counteract the medical event. There was no report of death or permanent impairment in this case.

Manufacturer narrative:
The product has been received and an investigation is in process. A follow up report will be submitted when the investigation is complete and results are available. In addition, while troubleshooting with adc customer service, it was discovered that the customer did not wash their hands prior to testing which can cause imprecise readings.